Event description:
On (B) (6) 2010, my father went in to have an angiogram with his primary cardiologist dr. (B) (6) of (B) (6). The procedure was handed off to dr. (B) (6) who performed the ptca with a boston scientific apex 1.5 mm. At 12 mm of atmospheric pressure, the balloon burst and left a fragment in the right anterior descending artery. My father had an open heart procedure (B) (6) 2010 to retrieve the remnant, but, they had to create a bypass since they "closed off" the afflicted artery. He is currently hospitalized at (B) (6) in the cardiac intensive care unit and is critically ill. Dose or amount: 1. Frequency: 1. Route: intracardiac. Dates of use: (B) (6)2010. Diagnosis or reason for use: cad.